Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure. According to the complainant, during the procedure the device would not open completely. It is unknown if the event took place inside or outside the patient, or if a stone was present inside the basket when the event occurred. It is unknown how the procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure.according to the complainant, during the procedure the device would not open completely. It is unknown if the event took place inside or outside the patient, or if a stone was present inside the basket when the event occurred. It is unknown how the procedure was completed.the status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed that the basket was partially open when received, with the basket extending approximately 1cm. The outer sheath was kinked in several locations along the working length and the sheath was torn at the distal end of the black strain relief. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated; the basket would open, but would not fully close. The basket extended approximately 4mm when the handle was in the closed position, which exceeds the upper specification limit (.5-2mm). The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly was removed from the proximal end of the sheath with some resistance was felt when the basket and splice cannulas passed the tear location on the sheath. The basket and all basket wires were present and attached. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context. It should also be noted that the evaluation of the returned device, which found that the basket would not close and the sheath was torn, are non-reportable events.

Manufacturer narrative:
(B)(4)